Event description:
Essure inserted on (B)(6) 2006 and removed by salpingectomy on (B)(6) 2012. In office procedure, severe pain during insertion. Began getting random infections shortly after that kept getting worse. Developed severe swelling in 2009 and despite may tests doctors could not find cause. Hospitalized for antibiotic treatment but continued infections. Side effects included weight gain, fatigue, pain during intercourse, irregular menses and stabbing pain. On (B)(6) and to have full thyroidectomy due to multiple nodules, thyroid swelled quickly to point I could not swallow. Continued getting sinus and ear infections that antibiotics and steroids could not get rid of. Legs started popping out of joint. Rear ended in (B)(6) 2012, stabbing pain on left side became so severe. Six doctors could not find cause after many tests. I found the side effects of pet fibers which included endocrine issues. Gynecologist group refused to acknowledge coils as a problem despite only one coil was visualized on ultrasound. They told me my only option was hysterectomy and I refused since I was only (B)(6) at the time. Went in to have coils removed, which I had to pay for out of pocket, with sinus infection on week 9. Since the day my coils were removed, I have not had any other side effects since and my sinus infection which had been through 3 treatments went away in the same week. It has been one year and all of my problems are gone.